Manufacturer narrative:
A beckman coulter field service engineer (fse) evaluated the instrument and observed the modular chemistry (mc) sample probe spitting during a priming sequence. The wash collar solenoid valve was not supplying enough vacuum. The fse replaced the wash collar solenoid valve to resolve the issue. System performance was verified. (B)(4).

Event description:
The customer reported a modular chemistry (mc) sample probe leak, involving the unicel dxc 800 pro synchron system. The customer became aware of the issue when the instrument generated motion error messages during weekly maintenance. Approximately three (3) milliliter of fluid leaked. The customer was wearing personal protective equipment consisting of gloves, and a lab coat at the time of the event and there was no report of injury or direct exposure to the contained leak. Erroneous patient results were not generated.